Event description:
Info was received that reported a pt was hospitalized in 2007 due to diabetic ketoacidosis. The reporter stated that when his blood glucose was "hi" per his meter. He was brought to the hosp. He was admitted with a blood glucose of 972. He was treated with IV fluids and insulin. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for eval.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.